Event description:
The pump was returned for investigation. Investigation revealed that the display screen booted with a dim, pink/faded display. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was a dim pink/faded display screen. The pump was opened to remove bad display screen. Evaluation was completed with a test display screen, the display screen is showing a strong contrast. The display lens was found to be scratched. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.